Event description:
Technical services received a call on 11/21/11. Caller stated that on (B)(6) 2011, a representative was called to program patient's device for surgery. During the surgery, it was noted that one of the leads had vegetative growth that was partially adherina to the lead. The entire system was removed by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).